Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run." Pump settings: res vol 77.8 ml, rate 2 ml/hr, given 14.25 ml. Unknown if air in line. Patient not affected.